Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal and mid-sections of the stent were damaged. The undamaged proximal section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 850mm distal to distal end of strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-jul-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the calcified mid left anterior descending artery. A 2.50 x 28 synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another with same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.